Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the identified symptom constant downstream occlusion, but did not reproduce the alarm. It was determined that the alarm was caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no pt involvement.